Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is laxity. Primary surgery occurred on (B)(6) 2014. Revision surgery is planned for (B)(6) 2022. The device history record was reviewed, and the implant was designed and manufactured per the specifications. All sterilisation requirements were met.

Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is laxity. Primary surgery occurred on (B)(6) 2014. Revision surgery is planned for (B)(6) 2022.